Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female patient, the device prompted a "unit failed" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.